Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
It was determined that the event of rupture did not occur. Therefore, this event will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant exchange from textured to smooth". Healthcare professional later reported "rupture". This record is for the right side. Device was explanted.